Manufacturer narrative:
Customer reports experiencing false negative results when testing known positive material. Field applications team worked with customer and determined customer was performing off-label use. Customer was advised on correct usage of device and did not encounter further issues. Customer was advised against off-label use and directed on correct usage of the device. Samples were retested as per instructions for use and expected results were achieved. Despite the product functioning correctly, this complaint case was identified as reportable as the device concerned is currently on market in the united states, under eua. Patient status was not reported. No patient harm, injury or adverse health consequences were communicated by the customer to lumiradx for the reported event.

Event description:
Customer reports experiencing false negative results when testing known control material. Despite repeat testing. Customer reports issue with kit lot# m2200191.